Event description:
It was reported that the pt had increasing pain that had not responded to oral, IV opiates, or intrathecal pump adjustments. The x-rays were examined; the pt was noted to have his catheter migrated down. There was leaking catheter of the left flank and catheter migration. The pump contained dilaudid, bupivacaine, clonidine and baclofen. The baclofen was noted as 300.0 mcg/ml with doses of 25.02 mcg/day, 83.69 mcg/day, 32.03 mcg/day and 93.48 mcg/day. It was noted logs had not been read. This was an ongoing event. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).